Event description:
Medtronic received information that pump error 23 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for alleged pump error alarm, high blood glucose, power loss alarm, replace battery alert, and low battery alert found on (B)(6) 2021. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Pump failed the sleep current test. The device failed the self test due to appearance of pump error alarm. Test p-cap locks properly into the reservoir compartment, however damage to the retainer ring is noted during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device trace download analysis confirmed the insulin pump alarmed a replace battery alert on (B)(6) 2021 at 21:09:00.000 or 9:09 pm, a power loss alarm on (B)(6) 2021 at 22:11:56.000 or 10:11 pm. Device trace download analysis confirmed the insulin pump alarmed a low battery alert on (B)(6) 2022 at 19:41:53.000 or 7:41 pm and was expected. Device trace download analysis confirmed the insulin pump alarmed a device error during testing on (B)(6) 2022 at 12:25:18.000 or 12:25 pm (variable info: 3). Device was cut open to perform visual inspection and found moisture damage on electrical board 1. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, corroded battery tube, battery tube threads - cracked, cracked retainer, and label damage. Insulin pump error alarm was confirmed during testing due to a broken trace at pin #6 sda at the u1 chip on keypad assembly. Insulin pump error was not confirmed during testing. Retainer ring damage was confirmed. Unable to verify customer's complaint for high bgs. Replace battery alert, low battery alert, and power loss alarm were confirmed in the history files and traces due to moisture damage on electrical board 1 and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.